Event description:
It was reported that the cannula was visible upon pod removal, but the pink slide did not move forward, indicating a needle mechanism failure. Pod was not worn. Blood glucose levels were reported to be between 181 mg/dl and 250 mg/dl. No treatment was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived not deployed. No timeouts or drive stalls were observed. The pod delivered 45 first prime pulses, deactivating before the start of second prime. No damages were observed. No problems were found that would contribute to the reported needle mechanism complaint. As the needle mechanism did not deploy, it is impossible for the cannula to have been improperly inserted.